Event description:
Per affiliate: the customer's family member reported that the batteries were changed when the pump had an alarm. The alarm also occurred the next day. It was indicated that the pump alarmed and stopped to inject the insulin. The batteries were removed and re-insterted; the problem recurred. In addition, it was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed. The full segment display appeared and then the pump alarmed when the up arrow was pressed. A replacement pump was requested.